Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the 15mm x 3.5mm maverick2 monorail balloon ruptured. The total number of inflations and to what atms is unk. No patient injuries or complications were reported. Patient status is reported as "good". Additional information has been requested regarding this event.

Manufacturer narrative:
The device was received prior to the event description.